Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken atrial output connector. It was also indicated that a boss on the display frame was stripped, two case screws were contaminated, and a display wire was pinched but not compromised. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial port. The epg was returned to service. There was no patient involvement.